Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Hemorrhage may occur during this type of procedure and as listed in the xact instructions for use, hemorrhage is a known potential adverse event associated with the use of the product. The reported hospitalization was in response to the patient symptom. There was no device malfunction reported that could have contributed to the event. Information available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. Based on the available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported that during preparation, the embolic protection device was unable to be completely pulled into the delivery catheter. No bunching or wrinkling of the delivery catheter pod was noted. The device was removed from the tray, but not used on the patient. Another study device was used successfully and a xact stent was placed. One and a half hours post stent placement, the patient was noted to have an altered mental state, which was confirmed to be a subarachnoid hemorrhage. Diagnostics were performed, but no treatment was administered. Symptoms were reported to be resolved two days later. Though requested, no additional information was provided.